Event description:
The customer stated that she tested her blood glucose using her elite and contour meters. The elite read 82 mg/dl, while the contour read 200 mg/dl. The difference between the readings falls in the "c" zone of the parkes error gird, making the difference clinically significant. No adverse events were alleged. The test strips were returned for evaluation. Replacement test strips were sent to the customer.